Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto® 3 system and a map shift occurred with no error message, no patient movement and no cardioversion.. About mid-case, the catheter was displaying a force sensor error (106). They disconnected the ablation cable on both ends, exchanged the ablation cable and the issue persisted. The catheter was exchanged and the issue was resolved. After exchanging the catheter there was a map shift on the carto® 3 system. The patient had not moved, there were no errors, and the patient had not been cardioverted. They created a new map because the map shift was way off. The case was completed. There was no patient consequence reported. Additional information was received on the event. There was no error provided by the system. The map shift was discovered after the ablation catheter with the force sensor error was exchanged for a new ablation catheter. The heart structures were not in the same location. Therefore, they created a new map. This issue was seen during mapping. The approximate difference in catheter location before and after map shift was 10-15mm. The force sensor 106 error was assessed as not MDR reportable as the warning functioned as intended. The map shift issue was assessed as MDR reportable as there was no error message, no patient movement and no cardioversion.

Manufacturer narrative:
The investigation was completed on 25-jul-2022. It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto® 3 system. About mid-case, the catheter was displaying a force sensor error (106). They disconnected the ablation cable on both ends, exchanged the ablation cable and the issue persisted. The catheter was exchanged and the issue was resolved. After exchanging the catheter there was a map shift on the carto® 3 system. The patient had not moved, there were no errors, and the patient had not been cardioverted. They created a new map because the map shift was way off. The procedure was completed. There was no patient consequence reported. The heart structures were not in the same location. This issue was seen during mapping. The approximate difference in catheter location before and after map shift was 10-15mm. It was reported that the customer created a new map to resolve the reported map shift issue. The system is ready for use. The issue was investigated. It was not possible to continue the investigation because partial data was sent and the full data is not available, and there is no recording, as result, it was not possible to reproduce or analyze the issue. The root cause of the reported map shift issue was not determined. The complaint history of the system was reviewed. A manufacturing record evaluation was performed for the carto 3 system # 11951, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: : (B)(4).